Manufacturer narrative:
The customer has not yet agreed to the device being serviced or returned for service. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not returned for evaluation.

Event description:
The customer contacted physio-control to report that their device energy delivery was abnormal. In this state, the device may not be able to deliver the correct level of defibrillation energy to a patient if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control so the reported issue was not verified and the cause was not determined. H3 other text : device not returned for evaluation

Event description:
The customer contacted physio-control to report that their device energy delivery was abnormal. In this state, the device may not be able to deliver the correct level of defibrillation energy to a patient if needed. There was no report of patient use associated with the reported event.